Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by components were not properly aligned. A field service engineer adjusted the drawer track and loosened the screws on the back panel of the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer and door failure. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported based on this event.